Event description:
Litigation papers allege the bilateral patient was revised on the right side to address loosening of the cup. The left side has not yet been revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.